Event description:
It was reported that the patient was feeling poorly in addition to having low flows and high pulsatility indexes (pis). Log file review captured low flow events on (B)(6) 2022. Additional information was received that an echocardiogram showed a septal shift. Ventricular assist device (vad) speed was lowered from 5400 rotations per minute (rpm) to 5200rpm and the low flow alarms resolved. It was unknown if the septal shift resolved as an additional echocardiogram was not done after the speed change.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the physician did not note a malposition of the pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. According to the account, the alarms were due to a septal shift and resolved when pump speed was decreased. The controller event log file contained data from 16may2022. Of note, there were several pulsatility index (pi) events that filled the majority of the file and would have overwritten older data, per design. Intermittent low flow alarms were captured on 16may2022. Pi values were elevated during the observed low flow events. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23feb2021. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction", addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions, as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.